Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The procedure was done under general anesthesia. Images were taken post procedure and it showed possible rectal wall infiltration. Patient also complained of feeling urgency, fullness and discomfort post implant. The physician will hold off the stereotactic body radiation therapy (sbrt) and will do androgen deprivation therapy (adt). Patient was schedluled for magnetic resonance imaging (MRI).